Event description:
It was reported that the customer woke up with high blood glucose levels of 360 mg/dl. The customer stated that they received a compromised force sensor system while changing the infusion set and reservoir. The customer stated that they had already discontinued use of the insulin pump and revert to a back-up plan. The customer further stated that the cap was sticking out slightly. The customer could not confirm if the cap had been pressed at any time or if the insulin pump had been dropped. Explained possible causes of the alarm and advised that the insulin pump needed to be replaced. The customer later stated that he was able to push the drive support cap back in place and was able to complete the rewind process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.